Manufacturer narrative:
The doctor stated he had two cases of bond failures and he removed two composites due to sensitivity associated with artiste flowable a2 in the last month. He replaced it with fusio. Both patients are doing fine the sensitivity has gone away. No medication or hospitalization was needed in any case. The doctor stated that he used scotchbond (3m) as the bonding agent. The dfu for artiste material warns the doctors not to use this material in patients with a known sensitivity to any of its ingredients.

Event description:
On (B)(6), 2011, the doctor stated he had two cases of bond failures and he removed two composites due to sensitivity associated with artiste flowable a2 in the last month.